Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, deflation and complication of pregnancy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and suffered from a chest injury, deflation on the right side and complication of pregnancy. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 400cc , catalog number 3502400, serial number (B)(4), lot number 9490145 on the left side and with mentor smooth round moderate plus profile 350cc, catalog 3502350 , serial number (B)(4), lot number 9515403 on the right side on (B)(6) 2021.

Manufacturer narrative:
On 8/6/2021, it was reported to mentor that the affected product lot number was 5892842. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2021 , a manufacturing record evaluation was performed for the finished device 5892842 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2021 , mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 1.0 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).